Event description:
It was reported that the patient felt dizzy all day, and then received multiple inappropriate shocks and presented to the emergency department. Additionally, there was high impedance, oversensing observed on electrogram (egm), and a confirmed fracture. The right ventricular (rv) lead was explanted and replaced. It was also reported that during the explant procedure, the left ventricular (lv) lead was dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the distal conductor of the lead became extrinsically fractured due to melting, and visual summary analysis of the lead indicated apparent explant damage and stretching; partial lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 6949-65 defib lead, implanted: (B)(6) 2007. (B)(4).